Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of coil in catheter friction and main coil prematurely detached/separated during use.

Event description:
It was reported that during the neurovascular procedure, resistance was encountered when advancing the coil (subject device) within the microcatheter and it was difficult to advance. When the coil (subject device) was pulled back it detached prematurely within the microcatheter. The physician completed the procedure without clinical consequences to the patient.

Event description:
It was reported that during the neurovascular procedure, resistance was encountered when advancing the coil (subject device) within the microcatheter and it was difficult to advance. When the coil (subject device) was pulled back it detached prematurely within the microcatheter. The physician completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.